Manufacturer narrative:
Additional information:. Correction : the lot was manufactured from march 25, 2019 - march 26, 2019. The actual device was received for evaluation. A visual inspection was performed and fluid was found inside the bag that contained the unit. Functional testing was performed by filling the device with green colored water after fill, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported liquid was inside the bag containing a large volume infusor. The winged cap at the distal end was "correctly screwed." The set was filled with fluorouracil. This occurred during preparation. There was no patient involvement. No additional information is available.